Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a posterior spinal fusion, posterior lumbar interbody fusion and transforaminal lumbar interbody fusion from t10-iliac. It was reported that vertebral column fractures were observed at t9 and t10 post-operatively causing lumbar canal stenosis. It was also noticed that proximal junctional kyphosis was observed because the apical vertebra was not fixed in the initial operation. The patient underwent a revision surgery 4 months post-op to extend the construct.